Manufacturer narrative:
Results: bd received samples and photos from the customer facility for investigation. The samples were evaluated by leak testing and the customer's indicated failure mode for blood leakage at the needle hub during blood sampling with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: unconfirmed. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle had blood leakage at the needle hub during blood sampling. No injury or medical intervention.